Event description:
The user reported that the arterial monitor temp "a" display was blank. The user was able to use the "b" temp display for the procedure and reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.